Event description:
Reportedly, during a c-section, the needle detached from the suture strand and could not be found; scan was done during the procedure to find the needle, but it could not be found; needle detected during a post-operation scan; re-operation planned for the end of april to retrieve the needle. No add'l info was made available.